Event description:
Meter was reading in the incorrect units of measurement. Pt went to the hosp because her meter was set to mmol/l. She took no action to affect her blood glucose level following use of the meter. No results obtained on the reported meter or at the hosp were provided. The patient was given oral medication (pills) to lower her blood sugar; she stayed until the "sugar was low". No info regarding the patient's usual diabetes treatment regimen was provided. The ccr confirmed that the meter was set to mmol/l instead of mg/dl. The patient affirmed that that meter had previously been set to the correct units of measurement; she also said, "the meter has read in mmol/l for the past few months". She denied having changed the units of measurement in the meter settings. The meter, test strips, and control solution were replaced.